Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the aquabeam handpiece displayed an "e05 - console error" code. The error code could not be cleared. Due to the malfunction, the treating surgeon decided to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The returned handpiece investigation determined the complaint to be consistent with the information documented in a previous engineering report. The report conclusion was that the contamination from multiple potential sources were identified as contributing factors to e05/e005 - console error failures. Manufacturing process changes were implemented as listed in that report and the failures are being investigated and monitored per an existing work instruction within procept. A review of the device history record (DHR) for aquabeam handpiece lot number 24c03138 and aquabeam robotic system ab2000/ serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Log file review was not conducted as probe was observed to be clogged in visual inspection, confirming the reported error code e05 - console error. Aquabeam robotic system user manual sj-um101-00 rev. C table 5 states below: e05 ¿ console error release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.